Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011.

Event description:
It was reported that the pump emitted multiple occlusion alarms. The pump has been returned and was evaluated by product analysis on 04/12/2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Event description:
It was reported that the pump emitted multiple occlusion alarms. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 04/12/2011 with the following findings: the force sensor was found to be out of calibration. The pump was exercised for 24 hours with no issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r. (B)(6).